Manufacturer narrative:
Results: the white spots on the returned sample were air bubbles. The customer noted condensation inside the syringe. There wasn't any observable condensation on the majority of the syringe however a small amount of clear liquid was observed on the roof of the barrel. Ftir analysis was performed on the clear liquid. The spectral analysis determined that the fm is likely silicone, which is a component of the syringe. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function.

Manufacturer narrative:
Investigation: a review of the manufacturing records was performed for the incident lot and no issues were identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: on 7/27/17 the plunger rod was aseptically removed and a sterile swab was used to swab the area in question. The plate was placed in an incubator for 5 days. On 8/1/17 the plate was examined and there was no mold growth on the plate. Conclusion: bd was unable to confirm the customer¿s indicated failure, therefore an absolute root cause cannot be determined. (B)(4).

Event description:
It was reported that the consumer observed condensation and white ¿dots¿ in the syringe of the 60 ml bd¿ syringe with bd luer-lok¿ tip while still in the sealed package. Syringe was not used and no medical interventions were needed.